Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the once charged, the patient programmer was functioning appropriately. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 37642 serial# (B)(4): product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a sudden loss of stimulation the day prior to this report. The patient reportedly let the batteries in the programmer die. The batteries were changed, but it was unknown if it was working. No further complications were reported.